Event description:
It was reported that the patient presented with inflammatory reaction starting to form 1 week postop, with poor compliance of postop treatment regimen. Two weeks postop there was an opacity anterior to the iol and decreased visual acuity. Patient was prescribed steroids, during next visit patient had no inflammation but the opacity remained.